Manufacturer narrative:
(B)(4)

Event description:
Issues regarding aspirating the pump reservoir were reported. During a pump replacement procedure a new replacement pump was attempted to be aspirated. However they were reportedly unable to fully aspirate the pump reservoir; only 6 ml of sterile water could be aspirated from this new pump despite repeated attempts. It was decided not to implant this pump and another pump was used instead.

Manufacturer narrative:
(B)(4): final analysis of the pump found no anomalies. The pump passed all non-destructive testing. The pump was filled with 20ml of sterile water and aspirated, repeating the process five times. No problems were encountered. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event: (B)(4). The previously reported conclusion code(s) no longer applies to this event.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.